Manufacturer narrative:
(B)(4). The reported event is confirmed. The visual evaluation of the returned product shows that the locking post has fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. This item was in service for 13 years and used an unspecified number of times. The device¿s instructional form does mention that breakage can occur. The root cause that led to this event is likely wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that during a knee arthroplasty procedure, the provisional for the tibial block had fractured.